Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open during a laparoscopic assisted vaginal hysterectomy because the ratchet handle was locked. The device was on tissue and it was removed with a laparoscopic scissor. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 10/23/2015. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. The investigation found the device to function normally and within specifications.